Event description:
It was reported that the implantable cardioverter defibrillator exhibited an interrogation problem. It was noted that there was an rf telemetry issue. No intervention was performed. The patient was in stable condition.